Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3 deployment system. It was observed that after pulling the deployment knob, the proximal end of the trunk-ipsilateral leg endoprosthesis did not fully deploy. The physician then removed the constraining mechanism by pulling the transparent knob from the catheter handle, however the proximal end of the device still would not deploy. The physician then used a gore® mob balloon catheter to fully deploy the trunk-ipsilateral leg endoprosthesis after deploying the ipsilateral leg. The patient tolerated the procedure. Reportedly, angulation at the proximal neck might have caused the incomplete device expansion.